Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a (B)(6) years-old male patient who underwent treated with the alagoz subdefect tissue expansion technique suffered minimal exposition of expander nevertheless, the expansion could be completed as intended. The defects were successfully resurfaced. Title:¿avoiding extended scar in skin expansion: alagoz technique" the author describes the operative technique and results in 4 patients who underwent/treated with the alagoz subdefect tissue expansion technique. The alagoz technique offers to place the expander right under the desired final reconstruction site, namely, under the defect as far as the anatomic structures allow. The height of the expanders (mentor tissue expander) was equal or longer than the half width of the defect to provide sufficient tissue gain. The article was received july 26, 2014. Mentor implants were used in this study, however catalog and lot number were unknown.